Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the m1 segment of a wide-necked aneurysm of the right middle cerebral artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7178228) became impeded in a prowler select plus 150/5cm microcatheter (mc). The mc was placed in distal end of vessel and stent was delivered to target position. When the stent was half released, the stent positioning was found to be inaccurate. The physician retracted the stent into microcatheter and tried to deliver the stent again. The stent was impeded in the microcatheter tip and could not pass through it. The stent was removed with microcatheter together. New devices were switched to complete the surgery. There was no patient injury report. Additional information was received indicating that the stent had been intentionally deployed. The resistance was felt at the distal tip. Other devices were successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed. It was noted that the stent was returned already detached from the unit. The delivery wire was found to be undamaged (i.e., no kinks, bents, or elongations). The stent component was inspected under a microscope and it was observed in good condition, there was no structural damage (i.e. No broken struts, no kinks). One dried clot was found adhered in one of the stent struts. The issue documented that the stent became impeded in the microcatheter and could not be tested since only the stent was returned for evaluation. The stent must be still inside the introducer tube to perform the functional analysis. With the limited information available and the lack of components returned, no further evaluation could be conducted. Since a dried clot was seen in the stent component is possible that a continuous flush had not been done, without an adequate flush, issues such as strong resistance between the delivery system and the microcatheter can arise. At this time, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The introducer component might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment is not considered related to the encountered issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7178228. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to the m1 segment of a wide-necked aneurysm of the right middle cerebral artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7178228) became impeded in a prowler select plus 150/5cm microcatheter (mc). The mc was placed in distal end of vessel and stent was delivered to target position. When the stent was half released, the stent positioning was found to be inaccurate. The physician retracted the stent into microcatheter and tried to deliver the stent again. The stent was impeded in the microcatheter tip and could not pass through it. The stent was removed with microcatheter together. New devices were switched to complete the surgery. There was no patient injury report. Additional information was received indicating that the stent had been intentionally deployed. The resistance was felt at the distal tip. Other devices were successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00138.